Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07780. It was reported that patient experienced ineffective therapy due to high impedances on both drg leads. X-rays showed that one lead was no longer positioned under the pedicle it was noted that patient was in a recent car accident. Surgical intervention may be undertaken to address this issue.